Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited high thresholds. Sensing and impedance was normal. The lead was explanted and replaced. The patient tolerated the procedure well.